Manufacturer narrative:
During a coil embolization procedure of a carotid aneurysm (12mmx10.5mmx9mm), the seventh coil (orbit mini complex fill 3x6- 637mf0306/ 15408346) was found stretched. Concerned for the safety of the patient, the device was withdrawn with the (mc) microcatheter, and changed another one to complete the procedure. The coil remained attached to the delivery system. An adequate continuous flush was maintained through the unknown mc at all times, and the same mc was not utilized to complete the procedure. There were no kinks in the mc that may have contributed to the event and no balloon or stent remodeling product was used during the procedure. The mc was not repositioned while the coil was out of the distal end. During insertion or at any other time, no resistance was met, and no additional force or torque was utilized to advance or remove the coil/delivery system. The mc was re-shaped prior to use with the shaping mandrel and steam without any damages. Other than the reported event, no other damages were noticed with any other section of the device coil; it was not detached, fractured, separated etc. Additionally there were no damages noted on the delivery system or introducer. A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube presented several kinks on it. The introducer was received unzipped without damaged. The support coil and gripper were found outside of the introducer. The embolic coil was found partially outside of the introducer. The support coil and gripper were found without damage while the embolic coil was found stretched and it was still attached to the gripper. Some waves were noted on the device; however these appear to occur during the handling of the unit when it was returned for evaluation. The embolic coil was inspected under microscope and the stretched condition was confirmed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was confirmed with analysis of the returned device. The cause of the kinks found on the returned device and the stretched embolic coil could not be determined based on the available procedural information or the analysis of the device. However, with review of the analysis and device history records there is no indication of a relationship to the manufacturing process. Additionally inspections are in place to prevent this type of failure from leaving from the facility. Therefore no corrective action will be taken at this time.

Event description:
During a coil embolization procedure of a carotid aneurysm (12mm-10.5mm-9mm), the seventh coil (orbit mini complex fill (B)(4)) was found stretched. Concerned for the safety of the patient, the device was withdrawn with the (mc) microcatheter, and changed another one to complete the procedure. An adequate continuous flush was maintained through the mc at all times, and the same mc was not utilized to complete the procedure. There were no kinks in the mc that may have contributed to the event and no balloon or stent remodeling product was used during the procedure. No repositioning was conducted, and during insertion or any other time, no resistance was met, or additional force, torque utilized to advance or remove the coil/delivery system. The mc was re-shaped prior to use with the shaping mandrel, steam, and without any damages. Other than the reported event, no other damages were noticed with any other section of the device coil (detached, separated, fractured, etc), delivery system/introducer (kink, bend, fracture, separated, etc), and the coil remained attached the delivery system. During a coil embolization procedure of a carotid aneurysm (12mm-10.5mm-9mm), the seventh coil.

Manufacturer narrative:
A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube presented several kinks on it. The introducer was received unzipped without damaged. The support coil and gripper were found outside of the introducer. The embolic coil was found partially outside of the introducer. The support coil and gripper were found without damage while the embolic coil was found stretched and it was still attached to the gripper. Some waves were noted on the device; however these appear to occur during the handling of the unit when it was returned for evaluation. The embolic coil was inspected under microscope and the stretched condition was confirmed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil - unraveled/stretched" was confirmed during the analysis. The cause of the kinks found on the device and the embolic coil condition (stretched/tangled) could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents these kinds of failures from leaving the facility. Therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product will be returned for analysis, additional information will be submitted within 30 days of receipt.